Manufacturer narrative:
Additional information b5. B5: additional information was received in which the nurse clarified that the issue of disconnection did not involve the transfer set (as reported on the initial). The nurse stated there was no allegation against the transfer set and it was not replaced. Therefore, the transfer set is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a transfer set "came off from the luer lock" of a patient line extension set. This was further described as ¿the patient got up to go to the bathroom in the middle of the night while connected to homechoice cycler, patient picked up extension line to move out of the way and line fell apart at the adaptor¿. This occurred during peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.